Event description:
It was reported that on july 30, 2024, during tibial nail advanced (tna) nail insertion through the synream guide wire. The wire had displaced the polymer sleeve of the most distal medial to lateral screw hole. This was stopping the nail to pass down the synream rod. The surgeon tried to move the polymer back into place using artery clips. Surgeon decided to cut the polymer sleeve instead which allowed for the guidewire to pass through. There was no patient consequence. There was minor surgical delay. The procedure was successfully completed. This report is for one (1) tibial nail-advanced / 11mm 360mm / sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: a1: additional patient identifier: (B)(6). D9: complainant part is not expected to be returned for manufacturer. Review/investigation. H6: a manufacturing record evaluation was performed for the finished device product code: 04.043.340s. Lot number: 8466p13. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 04-jan-2024. Manufacturing site:jabil bettlach. Expiry date:01-dec-2033. H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.